Event description:
Pt was undergoing a laparoscopic roux-en-y gastric bypass procedure. Surgeon was attempting to apply staples to a portion of the stomach. The stapler misfired. This caused removal of an extra segment of stomach and lengthened the operative and anesthesia time by 30 minutes. Anastomosis line was closed with 3-0 polysorb suture. Pt tolerated the procedure well and was transferred to recovery in stable condition. Pt had an uncomplicated post-op course and was discharge home on third post-op day. Surgical team leader reported the misfired staple did not close properly. The distal gastrostomy was oversewn to complete the procedure.